Manufacturer narrative:
(B)(4) evaluation summary: evaluation of the returned device found that the distal end of the device was normal and the exchange sheath was fully slit. There was no evidence on the distal end of the device that the clip caught the wings or the sheath. The internal examination found all of the components in the correct post deployment positions and undamaged. Based on the evaluation of the returned device the reported experience could not be confirmed. No manufacturing or quality issue was detected. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, difficulty was encountered while deploying the clip (step 4). The safety release button and the access ports were used. The device was removed and the clip was found at the distal end of the device. The starclose se device was manipulated outside the patient and the clip was released. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.